Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging identified a distal type I endoleak on a contralateral leg component. It was reported the cause of the endoleak was due disease progression in the right iliac artery. It was reported that no aneurysm enlargement was identified. On (B)(6) 2014, an intervention was performed whereby the right internal iliac artery was intentionally coil embolized, and a contralateral leg component was implanted to provide distal extension into the right external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The patient¿s medications include: aspirin.

Manufacturer narrative:
Refer to field for the results of the imaging evaluation. Added imaging evaulation results.corrected the conclusion code.